Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was derailed at the distal idler pulley. The grips still opened and closed, but the movement may not be precise. The cable derailment was likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may have contributed to the derailment. Failure analysis evaluation also found that the surface of the distal pulley exhibited scratches. The distal end of the main tube had scratch mark showing light material removal and a rough surface finish. The scratch was short in length and was not axially aligned with the tube. It has been concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage found was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself does not constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire on the prograsp forceps instrument was not aligned. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.